Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control reviewed the device data and was unable to verify the reported issue. The device was archived by physio-control and the customer was provided a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was not able to analyze a patients heart rhythm to provide a shock. This issue is patient related. The customer indicated "the patient did pass after the event but was not certain that the device would have made a clinical impact in that moment for life saving measures." Physio-control performed a clinical review of the reported information and determined that the device contribution to the patient's outcome is unknown.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was not able to analyze a patient's heart rhythm to provide a shock. This issue is patient related. The customer indicated "the patient did pass after the event but was not certain that the device would have made a clinical impact in that moment for life saving measures." Physio-control performed a clinical review of the reported information and determined that the device contribution to the patient's outcome is unknown.